Event description:
It was reported that the user received alert 38 indicating a motor stall on the ilet pump, and the agent advised a full supply change followed by a device restart; blood glucose was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem consistent with failure to infuse and identified a communications-related issue, with the device component implicated being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and characterized as a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.